Event description:
During an in clinic follow up, episodes of post-paced t-wave oversensing were observed. Technical support was contacted and also noted episodes of post-sensed t-wave oversensing. Technical support recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.